Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result software was reloaded and tested.

Event description:
It was reported an error message occurred when the programmer was started up. Another programmer was used to complete the check. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).